Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm when she was trying to fill the tubing. Customer changed the battery trying to resolve the issue and the insulin pump alarmed a failed battery test. Customer's blood glucose was 411 mg/dl. Customer treated her high blood glucose with manual insulin injection. During troubleshooting, customer mentioned the insulin pump did not alarm a no delivery alarm during manual prime. Customer was advised the infusion set will be replaced. Customer will not be returning the device for analysis.